Manufacturer narrative:
Correction: e2 was inadvertently selected on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that the anti-friction agent used in the assembly of the equipment in question came out of the leak and mixed with water, which was detected as "black water." Although conceivable, the identity of the black water and the cause of the black water coming out of the forceps channel during the leak test could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was leakage from the channel tube. Additionally, it was observed that the channel was buckling and deformed. Upon further inspection, it was observed that an unidentified foreign material was clogging the nozzle due to incorrect or insufficient reprocessing of the scope. It was observed that the angle was insufficient due to a stretch in the angle wires. These angle wires were adjusted during the inspection. It was also observed that the light guide tube was deteriorated due to a reprocessing method or other handling issue. It was observed that the suction cylinder was worn due to damage caused by physical stress or handling. Also, the switch box and switch 1 was deteriorated or discolored due to chemical stress during reprocessing. It was observed that the scope connector cover was deteriorated. It was also observed that the protector was deteriorated due to chemical stress during reprocessing. It was observed that water was coming out of the bending cover due to perforation, a cut or scratch in the bending section. Lastly, it was observed that the insertion section was wrinkled. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera gastrointestinal videoscope had black water flowing from the forceps tube. There was no patient/user harm or injury reported due to the event. The reported issue occurred while performing a leak test, during reprocessing of the scope. Upon device return and evaluation, it was observed that foreign material was clogging the nozzle, which is a reportable event.this medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.